Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 and drawer 4.2 failed to open. A field service engineer removed the back panel, examined the interface board, and noticed that the retractor band cables were reversed on the interface board. The field service engineer powered the station off, swapped the retractor band cables on the interface, and ran hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another meditation. There were no adverse events or injuries reported based on this event.